Event description:
On (B)(6) 2012, the patient called animas alleging that multiple keypad buttons were intermittently unresponsive. The patient reported that about 3 months ago, the keypad buttons began requiring multiple presses. The patient reportedly does not use the pump in water and stated that the keypad is intact. The patient reported keeping the pump in a pocket and stated that he does not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad malfunction which remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the audio bolus button was torn but the keypad rubber was intact. A torn audio bolus button will allow contamination to permeate the button contact negatively impacting the button function. The torn audio bolus button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. None of the keypad buttons have normal spring back or click. There was evidence of keypad contamination found under the key contacts.